Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial (ra) lead dislodged which resulted in the patients symptoms. Repositioning was attempted but was unsuccessful. The lead was reprogrammed off with the ipg set to vvi 60. The symptoms have continued after reprogramming.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted on (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that during implantable pulse generator (ipg) implant there was a problem with the connection of the second lead. The ipg and pacing lead were successfully implanted. Following this the patient has experienced no energy and bradycardia. The ipg and pacing lead remain in use. No further patient complications have been reported as a result of this event.